Event description:
The user facility reported that during a stapes reconstruction procedure, the plasti-pore section of the implant separated from the ribbon loop. The plasti-pore section was not able to be retrieved and was left inside the pt. A second implant was then implanted. No pt injury was reported.

Manufacturer narrative:
The device ref in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.